Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited a gap in adhesive area between hold ring and distal end. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated by olympus. And the following was observed: gap of glue at the distal end section of the device. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the defect was caused by stress of repeated use, external factors and/or user handling. However, the root cause could not be determined. The event can be detected/prevented, by following the instructions for use (IFU), which state: chapter 3: preparation and inspection: section 3.3; inspection of the endoscope: describes the methods for inspection. Olympus will continue to monitor field performance for this device.